Event description:
It was reported that during troubleshooting for the unrelated alarm during the last fill cycle of the therapy while the home patient (hp) was connected, the care giver (cg) started disconnecting the bags but then reconnected the solution bags and wanted to go back to the fill cycle. The technical service representative (tsr) assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.